Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
(B)(4).the device was lost in transit from the customer site to the manufacturer.the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter. During the procedure, the physician met resistance while advancing an ace catheter. Upon removal, the ace catheter became fractured. The procedure successfully continued using a new 5max ace reperfusion catheter. There was no adverse effect on the patient.